Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc inspected the device and confirmed the following: the reported phenomenon was not reproduced. When the device was connected to the olympus asset video system center otv-s190 and the otv-s190 owned by the user facility, both endoscopic images were displayed properly. Also, there was no change in the image by operating the video connector, video cable, universal cord, or bending tube, and there were no abnormalities. The device was connected to the olympus asset video system center otv-s190 and the otv-s190 owned by the user facility and energized for about an hour, but there were no abnormalities in the endoscopic image. In addition, the endoscopic image was confirmed while warming the video connector and distal end, but there were no abnormalities. An insulation test of the insertion section was performed and there were no abnormalities. There were no obvious leftovers on the electrical contacts of the video connector. The adhesive of the bending section rubber was chipped and there were scratches on the bending section rubber. Based on the result of the above investigation, the reported event may have been caused by a temporary instability in communication between the electrical contacts of the video system center and the electrical contacts of the video connector due to a temporary foreign material on the electrical contacts of the video connector. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to omsc for evaluation. The user requested investigation of the cause and inspection in combination with otv-s190. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corporation (omsc) was informed by the user that during the procedure for treatment, the endoscopic image was noisy and then the endoscopic image could not be seen at all due to the snow noise. The device was used with an olympus video system center otv-s190. The user replaced the device to another device and completed the intended procedure, and the malfunction of the device did not affect the procedure. There was no report of patient injury associated with the event.